Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the consumer says the joystick lights scroll. He said he unplugged the charger and the same thing happened.MDR filed.